Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient's egv was showing 147mgdl on the receiver sometime after the sensor was put on the arm. Sometime later, the receiver notified her that her egv was at 70mgdl. She went to drink pineapple juice, but she passed out before doing so. She woke up at the ambulance and her bg fs was 26mgdl while she thought that her receiver was showing low without value. They gave her a shot of glucose. She refused to be taken at the hospital. Her bg fs was showing 99mgdl before she went back to the grocery and she did not check the receiver. The patient ate and she was feeling fine, no data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient woke up at the ambulance, the reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.